Event description:
Patient reported that she underwent hip revision arthroplasty procedure in 2009. Subsequently, the modular head and acetabular liner dislocated and another revision procedure was performed nine months later. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur.